Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that the patient fell down stairs, hit their bottom and felt a pop. Patient's device was removed. No patient symptoms reported. No further complications were reported at this time. [See omitted related event already reported in (B)(4) - shocking when recharging].